Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4493 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a PICC that was placed last night and was functioning fine at insertion. Shortly after it began leaking at one of the lumens (purple). The PICC had to be replaced."